Manufacturer narrative:
If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that bd intima-ii y 24gax0.75in prn ec slm npvc had foreign matter on the morning of (B)(6) 2025, a pediatric ward nurse was preparing a child for a puncture when she noticed a foreign object on the tip of an indwelling needle. It was discontinued and replaced with a new indwelling needle.

Manufacturer narrative:
1. DHR/bhr review (lot 4199328): 1) the products of this batch were assembled at intima ii auto line 4 in aug 2024, and packaged at r240&cfs package line in aug 2024. Work order quantity was (B)(4) ea. 2) review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3) review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. Check the retained samples of this batch, no foreign matter is found. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained samples, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, the condition and composition of the foreign matter in the indwelling needle cannot be confirmed, the root cause of this defect cannot be determined. The plant will continue to pay attention to and monitor such defects.

Event description:
No additional information is available.